Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient fentanyl (100 mcg/ml at 16.52 mcg/day), clonidine (500 mcg/ml at 82.62 mcg/day), and compounded baclofen (400mcg/ml at 66.09 mcg/day) via an implantable infusion pump. Relevant medical history of the patient includes multiple sclerosis and spasticity. It was reported a pump motor stall with recovery occurred. The patient experienced no symptoms. The severity of the event was noted as mild. The device was interrogated on (B)(6) 2014 and the motor stall was found. The motor stall occurred on (B)(6) 2014, 21:32 and recovered on (B)(6) 2014, 22:34. The cause of the motor stall was unknown. If additional information is received, a follow-up report will be sent.